Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine experienced a major blood spill and is now sizzling. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the reported problem. The issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).